Event description:
Pt underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of medications for malignant pain. In 1999, pt underwent explantation of the pump due to battery failure. Another synchromed pump was implanted at that time. Pump was not returned to the MFR for analysis.